Manufacturer narrative:
The field service rep determined the mixtower was partially obstructed and some of the pinch valve tubing was not correctly inserted in the pinch valves. He replaced the ise rack bottles, cleaned the mixtower and reseated the pinch valve tubing in all of the pinch valves. Calibration and qc were performed to verify the analyzer performance with acceptable results. The user ran pt samples with acceptable results.

Event description:
The user rec'd high ise results for about 10 pt samples. Results for three pts were provided, two of which were considered discrepant. Sample 1 initial potassium result was 28.8 mmol per l, repeat result was greater than 30.0 mmol per l. The sample was repeated in 2009 with a result of 4.0 mmol per l. Sample 2 initial result was 190 mmol per l. The sample was repeated in the same day with result of 132 and 136 mmol per l. None of the initial results were reported.